Manufacturer narrative:
On review of the configuration of the (B)(4) device, it was noted that the "depth markings" are placed on the catheter, which would provide an indication of the depth to which the catheter/sensor was placed. Thus, the customer's stated concerns are not fully understood relative to this device. Further information is needed to assure a clear understanding of the reported device. It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If the device is returned, the complaint will be investigated and a follow up report will be filed. If lot information does become available and if the record review indicates that there was a non-conformity, a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
Affiliate reported that patient icp continued to rise after intracranial device was inserted with what appeared to be without complication. The patient was found to have dilated pupils and taken for a CT scan of her head about 2 hours after wire insertion. The scan revealed a bleed in the basal ganglion and blood in the ventricles. There was no blood along the tract of the wire. The wire can be seen as far down as the third ventricle despite careful insertion to what was thought to be 2-3cm at most. It was reported that the patient passed away.